Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger. Analysis of the desktop charger ((B)(4)) found that there was a broken connector pin.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the recharger started acting up about two weeks ago and on (B)(6) 2017 it stopped working. It was reported the connector pin looked slightly bent and the green power light was on. The patient reported that their back was killing them and was getting worse. They stated they always had the pain but it was really bad now since the same day the recharger stopped working. A replacement desktop charger was sent. No further complications were reported/expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.